Event description:
It was reported to boston scientific corp that a resolution clip device was used during a gastroscopy procedure, performed on (B)(6), 2009 (pt age is unk although it has been reported as over 18 years). According to the complainant, during the procedure, the clip would not advance through the sheath. Using the same device another attempt to advance the clip from the sheath was successful but the clip was already dislodged in the sheath. The procedure was performed using another resolution clip device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).